Event description:
Additional information: the x-ray taken revealed that the extension covering had stripped away from the extension wires themselves, but it was noted it might not have been the covering because the extension was ¿so tangled.¿ the implantable neurostimulator (ins) had dropped down from below the patient¿s collar bone to below her breast.

Event description:
Additional information received reported the device flip was confirmed by a chest x-ray. The patient was not experiencing any symptoms, but was concerned because "they felt the implantable neurostimulator (ins) flipping when they were in bed." It was stated the patient was "doing well." Two days later, it was reported the patient was potentially going to the operating room sometime in (B)(6) to have the ins revised. No further information was reported.

Event description:
It was reported that the device was not anchored and flipped in the pocket. It had not migrated down from the clavicle area, but the extension was twisted. The health care provider (hcp) suspected that the polyurethane had been compromised due to a taken x-ray. The hcp questioned the "bright color" of the extension transitioning into a "lighter color." The patient had good therapy and impedances. The patient was scheduled to see the hcp on (B)(6) 2012. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4). The previously reported conclusion codes no longer apply to this event.

Manufacturer narrative:
Product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_ext, serial # unknown, product type extension. (B)(4).